Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 280 mg/dl shortly after eating toast, coffee, and sausage, and the user had only been on the device for a few days; a fingerstick confirmation was attempted but the glucometer was not functioning, and the user reported glucose trended down thereafter. Symptoms included elevated blood glucose without signs of diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device alerts or alarms and an unclear cause. It was concluded that the event was non-serious and likely related to postprandial hyperglycemia with cause not definitively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.